Manufacturer narrative:
Unit passed displacement test and selftest. However, unable to upload, download carelink. Problem isolated to the electronic assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump did not transfer data to carelink. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.